Event description:
It was reported that the ambulatory infusion syringe pump had fluid ingression. The patient stated they were careful when initially setting up the pump. The fault occurred during patient use. No injury was reported.